Event description:
It was reported that a patient presented with low r wave sensing and over-sensing resulting in false ventricular fibrillation episodes on the right ventricular lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
New information received notes that the device function remained normal. The oversensing caused false non sustained right ventricular oversensing. No false therapies were ever given.